Event description:
The customer reported that the bellavista 1000 has alarmed on high temperature of blower during patient use. The patient was transferred to another ventilator and customer confirmed that there was no patient harm reported with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during analysis of log files it shows alarm 316 "blower failure" trigger together with 401 "inspiration valve or device leaky" on (B)(6) 2022 @ 11:09:25, also shows alarm 240 active, max reading of 93.6 degrees. It was suggested to test the unit with a blower. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: investigations performed on similar cases reported previously from this install base. Extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn cause the blower driver fet's on the main electronics damage due to overheating. As a resolution the main board need to be replaced."